Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator esg-400 experienced an e433 temporary failure error. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure had to be cancelled due to lack of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the e433 error message. The generator board was identified to be the cause of the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The cancelled procedure reported in the initial b5 was rescheduled and completed by a different team.